Event description:
Customer reported he was having issues with sensor. Sensor glucose reading was 69 mg/dl and blood glucose was 130 or 131 mg/dl. He also reported the insulin pump has alarmed lost sensor. Customer was in a hurry so unable to upload data into carelink. Customer was advised how to properly calibrated the sensor and the device. Customer was advised of pressure on the sensor when sleeping. Customer does work at a power plant and turns off feature while at work. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.